Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient was hospitalized for an infection. The infection was cleaned out and the patient was given antibiotics. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The patient has recovered without sequelae and is currently using their device with effective pain relief.